Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: livanova deutschland manufactures the essenz roller pump 85. The incident occurred in (B)(6), japan. Users have reported feeling the pump was so hot that they hesitated to continue touching it. This pump started to overheat when it was moved from a blood side to a crystalloid one of the cardioplegia. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that an essenz roller pump 85, used as cardioplegia crystalloid (cpl-c), overheated during procedure. There was no patient/user injury.

Event description:
See initial report.

Manufacturer narrative:
H11: through follow-up communication livanova learned that no patients have suffered any health damage or injuries related to this event and that no further information can be retrieved. A review of the device history record (DHR) could not identify any deviations or nonconformities relevant to the issue. Since no further information regarding error codes, testing of the pumps or customer usage (occlusion settings, tubing type, temperature of cardioplegia, set speed) was provided, specific root cause cannot be established.